Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an "error 1" message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2015. The patient reported that on (B)(6) 2015 around 4:00pm she developed symptoms of "extreme thirst and frequent urination". The patient claimed she attempted to test her blood glucose in response to the symptoms; however that is when she first obtained the "error 1" message. The patient reported skipping her dose of insulin as a result of the alleged issue. During the follow-up call, the patient reported that she was unable to test her blood glucose for 8 hours until she obtained a replacement meter and during that time her symptoms worsened. The patient informed the mss that she obtained a blood glucose reading on the replacement meter which was "high" but was unable to recall the exact value obtained. In response to the reading on the replacement meter, the patient reported treating herself with insulin and her symptoms resolved. At the time of troubleshooting, the customer service representative noted the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed worsening symptoms suggestive of hyperglycemia after the alleged meter issue began.